Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the rv lead exhibited a decrease in sensing and a decrease in pacing lead impedance. Fluoroscopy revealed that both rv and lv leads had dislodged. The rv lead was explanted and replaced. The patients condition is stable following the procedure.